Event description:
Essure caused me two unplanned pregnancies. Took awhile to find a dr to help me get them removed. Come to find out they were in the middle of my uterus wadded up infected. No wonder I got pregnant, no wonder I was in severe pain. I had them removed but while implanted, I had teeth breaking, like crazy hair loss, weight gain, lots of pain and memory loss; I'm still suffering most of these. This product is not safe.